Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse reported via phone call that the insulin pump of one of her patients has a blank display and moisture condensation under the display screen. Customer's blood glucose was 122 mg/dl at the time of incident. Troubleshooting was done for blank display and the display returned. Customer was advised to monitor pump and that a new battery cap would be provided as a courtesy. No further information was given.